Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set cracked. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection of the photograph found the light blue main body to be cracked. The patient adapter was also found to be discolored. The reported condition was verified. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.